Event description:
Reporter indicated that a patient participating in a pulse study experienced vocal cord paralysis, that is definitely related to vns implantation. The paralysis is continuous, and possibly related to stimulation. No interventions have been taken to date.